Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during device unpacking, damage to the plastic coil and a kink in the shaft of the device was noted. During removal of the xience prox from the plastic coil, the proximal shaft separated into two pieces. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported packaging damage (kinked coil), shaft kink and shaft detachment were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging resulted in the reported kinked dispenser coil; thus, resulting in the reported shaft kink at the same location inside the coil. Manipulation of the compromised device during removal from the kinked coil resulted in the reported shaft detachment at the location of the reported shaft kink. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.